Manufacturer narrative:
(B)(6). The device was received for evaluation containing approximately 55ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a small volume folfusor. The device was filled with an unspecified amount of unnamed antibiotics. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.